Manufacturer narrative:
Complaint conclusion: the report received indicated that during a stent assisted coiling procedure, the enterprise vrd delivery wire separated proximal to the stent during deployment and remained on the delivery wire within the micro-catheter. The issue occurred while drawing back to position the stent. The physician crimped the distal part of the delivery wire still lodged in the micro-catheter and the micro-catheter and the stent were successfully removed from the patient. The patient was reported to be doing fine, no reported injury. Additional information received indicated that the target lesion was the mid cerebral artery (mca), no vessel tortuosity was noted. There was no reported difficulty advancing the device or any resistance/friction noted. The device separated in the micro-catheter and did not exit the system. There was no reported problem with the prowler select plus micro-catheter. Another enterprise vrd was used to complete the procedure successfully. No additional information is available. The product was returned for inspection. One non sterile enterprise and delivery wire was received coiled inside of a plastic bag. The distal section of the delivery wire was broken and it was received inside of a small plastic bag along with the enterprise stent that was received deployed. The break point of the delivery wire was located very close to the distal end of the proximal coil. Sem results showed that the core wire fracture/separation surfaces presented evidence of smearing characteristics as well as ductile dimples. Pulling or tension motion could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. There was no evidence of corrosion or pitting found in the sample. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot m1423535. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 72 units, which were shipped from lake region medical on (B)(6), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as delivery wire fractured-separated was confirmed, it was not possible to determine the cause of this damage. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product nor sem analyses suggest that the failure could be related to the delivery wire manufacturing process; therefore, no corrective action will be taken at this time. As the returned product showed evidence of smearing characteristics as well as ductile dimples indicating that a pulling or tension motion could be related to these surface characteristics. However the exact cause of the possible separation could not be conclusively determined. Procedural factors may have contributed to the reported event. Please note that this is the initial/final report for this product.

Event description:
The report received from the field indicated that the during a stent assisted coiling procedure, the enterprise vrd delivery wire broke proximal to the stent during deployment. The product issue occurred while the drawing back to position the stent. Te stent remained on the delivery wire with the prowler select plus micro-catheter. The physician crimped on the distal part of the delivery wire still lodged in the prowler select plus micro-catheter. The micro-catheter and the stent were successfully removed from the patient. The patient was reported to be doing fine, no patient injury. Additional information received indicated that: the target lesion was the mid cerebral artery (mca). There was no vessel tortuosity noted. There was no reported difficulty advancing the device or any resistance/friction noted. The device fractured in the micro-catheter and did not exit the system. There was no reported problem with the prowler select plus micro-catheter. The device was retrieved successfully with no reported issues. Another enterprise vrd was used to complete the procedure successfully. There was no reported patient injury. No additional information is available.